Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, undersensing r-waves causing inappropriate pause episode and bradycardia episodes were noted on the implantable cardiac monitor. The device was already programmed to the lowest sensitivity. No intervention was performed. The patient was stable and would continue to be monitored.